Event description:
On (B)(6) 2013, the patient contacted animas to report she was hospitalized for a high blood glucose (bg) excursion after her pump had reverted to the default date/time after a battery change. The patient informed the animas representative that her bg was over 400 mg/dl and she was experiencing symptoms of chest pain, shortness of breath, pain radiating down both arms and confirmed she tested positive for ketones. The patient stated she was admitted into ICU and treated with insulin gtt. At the time of troubleshooting, review of pump history revealed date and time were incorrect on (B)(6) 2013. The patient confirmed that she had replaced the pump¿s battery on (B)(6) 2013 and she did not ensure time and date were set correctly on pump per instructions for use. The patient claimed her bgs began to elevate after battery change. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2014 with the following findings: a review of the pump history showed several time/date resets after reboots, but the time/date settings were not reset correctly by the user after the pump was powered back on. A review of the total daily dose (tdd) history indicated that insulin delivery totals correctly reflected programmed values. The tdd history for (B)(6) 2013 appeared to be inaccurate due to the time/date being set incorrectly. The pump powered on appropriately to the verify screen. The pump was primed without any issues and was tested for 24 hours with no alarms occurring. The pump passed 29 hour flow accuracy testing. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.